Manufacturer narrative:
This is a report of a patient who experienced a system error 2240 alarm (air in set/line) due to a use error further described as the patient improperly disconnected the patient line from the transfer set during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain three of four. The patient was connected at the time of the alarm. The patient stated they had not tightened the flexicap securely when they disconnected, and it came loose. The technical service representative reviewed proper procedures with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.